Event description:
Pump declared an altitude alarm, leading to the customer's blood glucose level reaching 525 mg/dl. Customer planned to take corrective action by administering a correction bolus via the pump, but insulin delivery was initially suspended due to the alarm. The alarm persisted, even after cleaning speaker holes and replacing the cartridge as instructed by technical support. Technical support advised waiting two hours to allow potential moisture evaporation and will perform a follow-up.